Manufacturer narrative:
As reported in a research article, four patient with unknown abbott valves were found to have thrombus present on a cardiac computed tomography scan. Also reported was elevated pressure gradient or abnormal leaflet motion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report: 2648612-2019-00106, 2648612-2019-00108. It was reported through a research article identifying abbott valves that may be related to a redo-surgery due to thrombus. Specific patient information is documented as unknown. Details are listed in the attached article, titled [value of computed tomography radiomic features for differentiation of periprosthetic mass in patients with suspected prosthetic valve obstruction]. It was reported from the research article that thrombus was observed on 11 patient from a cardiac computed tomography (CT) scan from january 2014 to august 2017. Elevated pressure gradient or abnormal leaflet motion were observed from echocardiography. Four of the patients were implanted with an unknown abbott valve and were treated with medical treatment or a redo surgery. No patient complications were reported post treatment.